Manufacturer narrative:
Consumer reported experiencing burning eyes after using the product incorrectly. Consumer reports not using the lens case provided. The (B)(4) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(4) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but was not evaluated as the patient did not use the product as directed. Note that this event is being retrospectively reported to FDA due to the results of a remediation activity.

Event description:
Consumer reported experiencing burning eyes after using the product incorrectly. Consumer reports not using the lens case provided. There was no report of a medical evaluation or medical treatment associated with the experience.